Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc), noise and muscle stimulation. There was no asystole observed. Upon opening the pocket during the lead revision procedure, it was noted that the ra lead body had insulation damage. Following the revision procedure, all numbers were stable and within normal limits. No additional adverse patient effects were reported.